Manufacturer narrative:
Corrected data: h6 (type of investigation code "10" was listed on the initial report in error). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to the ccd (charge-coupled device) type being detected by the cv-190 and the non-targeted ccd (charge-coupled device) being detected, and a poor connection between the cv-190 and the scope cable. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that the evis exera iii video system center showed error code e315. It is unknown when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.